Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037449599. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion and chest pain (additional device required, hospitalization or prolonged hospitalization, intensive care, imaging required). Risk review: a risk review was completed and confirmed that the events of pericardial effusion and chest pain were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa. After device release, an effusion check was completed and no effusion was noted. The patient was sent to recovery. While in recovery, the patient complained of chest pain. A transthoracic echocardiogram (tte) was performed, and a pericardial effusion was noted. Pericardiocentesis was performed and 200cc of blood was removed to treat the effusion. The drain remained in place and patient went to the intensive care unit (ICU) in stable condition. There were no further complications, and the patient was discharged two days (2) days later, on (B)(6) 2025.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa. After device release, an effusion check was completed and no effusion was noted. The patient was sent to recovery. While in recovery, the patient complained of chest pain. A transthoracic echocardiogram (tte) was performed, and a pericardial effusion was noted. Pericardiocentesis was performed and 200cc of blood was removed to treat the effusion. The drain remained in place and patient went to the intensive care unit (ICU) in stable condition. There were no further complications, and the patient was discharged two days (2) days later, on (B)(6) 2025.